Event description:
The customer reported that they were unable to deliver a shock to a pt.

Manufacturer narrative:
The customer reported that they were unable to deliver a shock to a pt. A follow-up report will be submitted after philips obtains more info about this event.